Event description:
Explant of aicd, with heart transplant, sprint fidelis lead wire.======================manufacturer response for implant - aicd, aicd (per site reporter).======================this is a part of a recall.